Manufacturer narrative:
(B)(4). Double feed, jaw, clip. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that the device was used during a single site laparoscopic cholecystectomy. The device was fired across the fibrous peritoneal attachments and the clip deployed and the jaws tore through the tissue. When attempting to fire across the cystic duct, it was noted the jaws were not open. Another device was used to complete the case. There was no adverse consequence to the patient.